Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that over 4 months after the dental implant was placed in site ada 12 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that over 4 months after the dental implant was placed in site ada 12 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).